Manufacturer narrative:
The device was manufactured between 23sep2020 and 24sep2020. One hundred twenty-five (125) devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be paper in 22 bags; paper and styrene in 34 bags; poly (ethylene) in 24 bags; styrene in 20 bags and styrene, human skin and paper in 25 bags; however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional

Event description:
It was reported particulate matter (pm) was observed in one hundred twenty-five (125) exactamix 250ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume of fentanyl and bupivacaine. The pm was identified by the customer as paper in 22 bags; paper and styrene in 34 bags; poly (ethylene) in 24 bags; styrene in 20 bags and styrene, human skin and paper in 25 bags. There was no patient involvement. No additional information is available.